Event description:
The customer reported a clear fluid leak dripping from under the coulter act 5diff cap pierce (cp) before instrument start up. The volume of the leak was approximately half a cup and was not contained within the instrument. The healthcare worker interfacing with the machine was not wearing any personal protective equipment; however, there was no biohazard exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a leak at the rinse syringe of the reagent syringe assembly. The fse replaced the entire reagent syringe assembly and the leak was repaired. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The cause of the leak was the reagent syringe assembly. Though no erroneous results were generated for this event, the failure mode, upon recurrence, has the potential to cause discrepant results. (B)(4).